Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 435 mg/dl at the time of incident. The customer treated their blood glucose levels with their insulin pump. The issue was resolved with a set change. The insulin pump will not be returned for analysis.